Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. A bad connection between the mobile view station (mvs) and the umbilical cable was damaged. The umbilical cable was broken near the connector. Replaced the damaged umbilical cable. Replaced the low voltage motion battery and the damaged motor battery charger. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was having difficulty charging. There was no patient present when this issue was identified. No additional details were provided.